Event description:
It was reported that the pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement of greater than 3000 ohms. The patient was brought into the clinic for additional testing, multiple measurements and provocation were performed and was stable. The lead was programmed back to bipolar. A chest x-ray was performed and no anomaly was noted. This pacemaker and competitor rv lead remain in service, and there were no adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).